Event description:
It was reported the patient expired. The death was unrelated to the implanted system. The pt had metastatic non-small cell carcinoma of the lung with bony metastatic disease with thoracic and lumbar radiculopathy. The pt was in hospice at the time of death. The pt was last seen by the following pump physician in 2003. The drug used in the pump was hydromorphone 15 mg/ml, compounded baclofen 100 mcg/ml, clonidine 200 mcg/ml, and bupivacaine 40 mg/ml at a dose of 5.0 mg/day based on the hydromorphone.